Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Removal of tumor. Which firing did the surgeon experience the issue- proximal or distal transection? Distal. Please explain, how could staples be deployed if the device is in lockout? I presume the device locked out mid-firing sequence, meaning some of the staples would have successfully deployed. Hopefully the analysis of the sample will be able to provide an answer to this. How was the device finally removed from the tissue? Forcefully removed i.e. Pulled off the tissue. What color cartridge was being used? Green, sent back with gun. What is the current patient status? Ileostomy, otherwise healthy and has left the hospital the analysis found that one ec45a device was returned in good visual condition and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired with 8 staples present in the cartridge and in good visual condition. In addition another cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape and no malformed staples were noted during functional testing. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported by the affiliate that during a laparoscopic low anterior resection procedure, after an initial successful firing, the surgeon fired the device for a second time and the device locked out. The surgeon tried to reverse the knife blade, but could not get the jaws to open from the tissue. The staples did deploy successfully. The surgeon was able to eventually work the device off the tissue, but was not happy with the integrity of the staple line of the rectal stump despite successful leak test and so he felt he had to give the patient a temporary ileostomy. The patient is stable. There was a delay of forty minutes. It is unknown what was used to complete the procedure.